Event description:
Customer reported that the reservoir compartment o-ring was exposed and the insulin pump was broken. Customer reported that she was unsure how the damage occurred. Customer stated that when she changed the infusion set, the reservoir was almost empty and had an unusual amount of suction. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Broken reservoir tube lip, broken battery tube threads, minor scratches on display window, missing reservoir tube lip o-ring and cracked reservoir tube noted during visual inspection. Unable to perform liquid fill occlusion test to verify reservoir anomaly due to severely broken off reservoir tube lip. (B)(4).